Manufacturer narrative:
Product event summary the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2013, and (B)(6) 2014. Max defib active can impedance spikes to > 250 ohm on the week ending (b)(60 2013; it also rises from 39 ohm the week ending (B)(6) 2013 to 129 ohm the week ending (B)(6) 2014. Max svc defib impedance rises from 47 ohm the week ending (B)(6) 2013 to > 150 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase of both the rv coil and superior vena cava (svc) coil impedance. The high impedance triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.